Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube had a different color stopper. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that an incorrect cap color had been applied to one tube. A total of 100 retained samples were visually inspected; no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube had a different color stopper. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.